Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked battery tube threads and stripped battery cap(p) coin slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage on battery compartment. Customer's blood glucose level was 212 mg/dl. Customer reported that she was unable to remove the battery cap. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.